Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship between pd therapy with the liberty select cycler and the patient¿s hospitalization for peritonitis (characterized by abdominal pain and cloudy od effluent) exists. However, there is no evidence that supports the patient¿s escherichia coli peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it is unknown what exactly led to the patient¿s escherichia coli peritonitis. Escherichia coli which a known colonizer of the human gastrointestinal tract and is a common cause for gram negative peritonitis infection which carries significant risk for mortality. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving soft alarm-patient line is blocked during drain 2. Contact reports the patient has been discharged from the hospital recovering from an infection. Upon follow up, the pdrn stated that the patient was hospitalized from (B)(6) till (B)(6) due to peritonitis and had symptoms of abdominal pain and cloudy bags. The causative organism was said to be e.coli. The patient was treated with vancomycin and cefazolin. The patient visited the ER again on (B)(6) for checkup and went back home the same day. The patient continued with pd therapy.